Event description:
The consumer notified kaz, inc that the consumer suffered burns on the hip and shoulder after using the dunlap king deluxe heating pad. The consumer also mentioned that she had scars on her hips and shoulder but had not seen a doctor.